Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicates that, customer experience high blood glucose. The blood glucose value at the time of the incident was 449 mg/dl due to steroid injections. Customer also stated unable to calibrate. Troubleshooting was declined further and informed blood glucose value has to come down to calibrate. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Customer stated that his vision was blurry due to the high blood glucose. The customer had continued to use the device. The product will not be returned for failure analysis.